Manufacturer narrative:
(B)(4). The customer reported the third party biomed will perform repair on the suspect device and cancelled service. Due to the no parts being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during patient use; the customer reported the patient was placed on another ventilator. The customer reported there is no patient consequence associated with the event.